Event description:
The device was explanted and replaced.

Event description:
Patient reported left side deflation. Later, healthcare professional confirmed deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: a review of the device noted no openings observed during the analysis.

Event description:
Patient reported left side deflation. The device has been explanted.

Event description:
Patient reported left side deflation. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 12apr2024.